Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient experienced bent cannula, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for less than twelve hours. Due to the event, the patient's blood glucose level was 376mg/dl and was treated with manual injection. No further information available.